Event description:
A physician reported a pt who was administered a collagen skin test in the left forearm on 28 july 1998. No immediate symptoms were noted. On 30 july 1998, the pt visited her dentist (name not available) and had an amalgam filling removed and replaced with the same material. On 2 august 1998 the pt developed "little bumps" on her tongue and oral mucosa. The pt returned to her dentist who prescribed oral keflex for 7 days. In 09/1998, the pt still had the bumps in her mouth. Neither the pt or the injecting physician observed any symptoms at the forearm test site. The physician did not know if the symptoms were related to the skin test. The physician planned to re-test the pt again when her symptoms have cleared. No other medical or surgical intervention was prescribed.